Event description:
During a lead placement procedure, the pt's dura was punctured. The physician aborted the procedure and explanted the lead.

Manufacturer narrative:
The explanted device will not be returned for evaluation.